Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a burning and painful sensation at the incision area. The patient stated that if she rubs anything near the incision site it hurts. The patient went on to report that her back was "really itchy" and the area "right above her buttocks" feels numb. If the patient moved the wrong way she felt a sharp pain and also feels nauseous from the pain medication prescribed following the implant procedure. The patient was advised to and planned to follow-up with her healthcare provider today if she can get an appointment. The patient stated that she is currently on program 3 at 1.8 and would like to resolve her issues prior to upcoming scheduled traveling. The patient also stated that the ins has helped with her urinary symptoms. No device malfunctions were reported. Additional information reported later on (B)(6) 2017 that patient felt intermittent zaps at the ins site once or twice a week while walking around or doing something. Patient stated that her therapy was working great, but she's feeling these intermittent zaps. Patient mentioned that she has lost 26 pounds and quite a few inches since she was implanted. Patient stated that she can now feel the whole implant and it bulges out if it sits a certain way. Patient stated that her pp shows that everything is working fine. The patient was instructed to follow up with healthcare provider (hcp) regarding zapping at the ins site and ins site assessment since her weight loss. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Event description:
Additional information was received from the patient on 2017-may-01. It was indicated that the ins slipped and moved. The patient reported that the ins was moved from the right side of their body to the left side. The patient stated that the pocket site was revised after they had lost some weight from walking six miles a day, four times per week. The patient noted that the weight loss caused the ins to start bulging out, the patient assumed that it flipped because they could feel the corner of it. The patient stated that the ins was replaced because there was something wrong with the battery itself. No further complications were reported or were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said it was on their right side, but when they lost weight, they think it may have flipped because it stopped working properly. No further patient complications have been reported as a result of this event.